Event description:
It was reported that an o-ring was on the pneumatic tap. The customer removed the o-ring from the pump and loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.